Event description:
It was reported that the wireless monitor revealed a slow steady rise in impedance of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted lead impedance pacing rv out or range high. Two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data, gradual increase for min and max rv pace equal to 416 to 1504 ohms between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The distal conductor was distorted. The defib conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking. The outer tubing had environmental stress cracking breach/breach (non-electrical). The outer insulation was breached cut. The helix/lobe was distorted/bent. The lead was stretched.

Event description:
It was reported that the wireless monitor revealed a slow steady rise in impedance of the right ventricular lead. The patient alert was changed to 1500 ohms and the lead remains in use. No patient complications have been reported as a result of this event.